Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times the night before and again on the morning of the call. The blood glucose at the time of the incident was 123 mg/dl. He informed that he had used 4 infusion sets and 4 reservoirs from the same box and was able to resolve the alarm with by a complete set change from a different lot. The customer called back later due to a no delivery alarm. Troubleshooting was performed; he was unable to prime while disconnected at the quick release, but then insulin did exit the tubing after disconnecting and reconnecting the infusion set and reservoir. He was explained that the alarm was caused by a set/reservoir connection issue. Blood glucose value at the time was 143 mg/dl. The product will be returned for analysis.